Event description:
During retrieval, the accunet would not go into the recovery catheter. The physician thought there may have been too much emboli in the filter basket so the physician used a 6fr guide catheter to retrieve the filter basket. When the guide catheter was removed it was found that 2 struts were broken away from the shaft. There were no neurological effects reported.